Event description:
Customer called to report a centrifuge blood leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer reported a leak at 179 ml whole blood processed during a treatment. Customer stated the drive tube, the drive tube bearings, and the bowl all were still correctly loaded when they examined the kit after the blood leak occurred. Treatment was stopped and blood was not returned to the pt. Service order (B)(4) was dispatched to inspect instrument serial number (B)(4). Product will be returned for investigation.

Manufacturer narrative:
Batch record review of lot b315 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and no additional complaint for centrifuge bowl leak was reported to date for this lot. Service order (B)(4) completed: (B)(4) 2013. Field engineer removed all covers, cleaned top pump deck, checked for spill under pump deck and ordered new centrifuge rear door and seal. Service order (B)(4) completed: (B)(4) 2013. Field engineer cleaned centrifuge and discarded inner door and leak strip. Replaced inner door and seal. Performed check out procedure and calibrated hct sensor. Instrument was returned to operation. The assessment is based on info available at the time of the investigation. The root cause has not yet been determined as the investigation is still in progress. (B)(4).